Event description:
On (B)(6): customer reports that during an undetermined urology procedure (patient and procedural info not made available by customer), the system fluoro failed. Staff moved the pt to another room where physician was able to complete the procedure without further incident. No reported injury.

Manufacturer narrative:
Covidien field service engineer (fse) troubleshot report of no fluoro and replaced the fluoro/rad footswitch. Fse checked the system for proper operation per service checklist (B)(4). System was returned to full service by customer.